Event description:
During deployment of stent, the stent "fell" off catheter and lodged in left ventricle. Attempts were made to remove stent, but unsuccessful. Post procedure pt coded and died 12 hrs post procedure "death."